Event description:
Hospital received ecri alerts on bd vacutainer ultratouch push-button blood collection sets; however, our hospital had failures with five (5) lot numbers not included in the alert. Staff shared: "after activating the safety mechanism and removing the needle set from the patient's arm, blood is observed leaking from the top of the needle. This results in blood dripping on the floor, walls, patient bed, phlebotomy carts and phlebotomy chairs creating an elevated risk of exposure compared to normal circumstances." "Process followed correctly, pushed button, need retracted, and blood came out of end. Employee risk." "Process followed alter patient lab draw, pushed button, needle retracted, blood came out at end". "Drawing blood on 17-month-old pt. Process followed correctly pushed button, needle retracted, and blood came out of line end of the butterfly." Ref reports: mw5169279, mw5169280, mw5169282, mw5169283.